Event description:
It was reported that during a follow up the right ventricular lead exhibited an increase in capture thresholds and a decrease in the r-wave sensing. The fluoroscopy confirmed that the lead had dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.